Event description:
Customer's family member called to report that customer was sent to hosp due to low bg. Customer's family member also reported that there is a crack on pump where reservoir compartment is.